Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat disease in the proximal circumflex coronary artery. The flexiwire guide wire was advanced to the lesion. An intravascular ultrasound (ivus) device was advanced over the guide wire, but the devices got stuck together. Both devices were removed as a single unit. The procedure was successfully completed with a new non-abbott guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.